Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 6.0 mmol/l on an aviva system. She felt poor and experienced hypoglycemic symptoms of sweating and being unable to walk. An ambulance was called, and her blood glucose was 3.0 mmol/l on the professional device. The time-frame between when the customer experienced hypoglycemic symptoms and when the ambulance arrived was around 20 minutes. She was treated with a can soda and began to feel better within 10 minutes. The alleged product is not available to return for evaluation.